Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that continous activiation was experienced with the probe. Although there was patient involvement, there was no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: rf was not powered out. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be probe short (possibly due to fluid ingress). Gtin: (B)(4).

Event description:
It was reported that continous activation was experienced with the probe. Although there was patient involvement, there was no adverse consequences.